Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced prophylactically. The patient was in stable condition.